Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was no longer fully seated to the ift. Ventec reseated the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it rebooted unexpectedly. There were no reports of patient involvement associated with the reported event.